Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the device was placed on a child with a diaphragmatic hernia to check his tension. The catheter leaked at the level of the connection. The tension value is not reliable. The catheter was ablated on (B)(6) 2014 while this should have been removed on (B)(6) 2014.

Manufacturer narrative:
Submit date on: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.